Event description:
Physician reported that the patient has had an increase in seizures and suspects it's due to low battery. Clinic notes were received for referral and per notes, the vns is helping some with seizures. Magnet output current was increased as patient is not perceiving magnet stimulation as much. Seizures were not as well controlled as before. No known surgical interventions have occurred to date to replace the generator.

Event description:
The patient underwent prophylactic generator replacement. The explanted generator has not been received to date.